Manufacturer narrative:
On (B)(6) 2017, an fse was dispatched to the customer site to address the reported event. The fse replaced the slv 1-2 board with no results, then replaced the pmd-1 board. The fse found loose test cusps in the dispense lane and removed and realigned the dispense lane to all pick-ups. The fse upgraded the software to the latest version 2.04. The customer ran daily checks and ran qc and patient samples without errors. The aia-2000 analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to a defective pmd-1 board. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
(B)(6) 2017, a customer reported receiving 4111 error (test cup tip lane home detect) and 0102 error messages with the aia- 2000 analyzer. The customer reported troubleshooting by leaving the main hood up and when did an "all set home" could hear the tip lane motor stall, but is unable to locate the obstruction. The customer is unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.